Event description:
Reporter stated that the pt was found unresponsive, by spouse, around 3:30 am. Pt's blood glucose was reportedly tested, using the suspect device, with a result of 90 mg/dl. Reporter indicated that pt's spouse attempted to treat her by placing sugar on her tongue; however, pt did not respond. Pt's spouse phoned emergency medical service and upon their arrival, 15 minutes later, pt's blood glucose reportedly measured 25 mg/dl (on paramedics' blood glucose monitor). Reporter indicated that pt was treated, by paramedics, with an intravenous dextrose solution and "an unk substance." Approximately 45 minutes later, pt's blood glucose was measured by paramedics with a result of - 200 mg/dl. Pt then tested, using the suspect device, and obtained a result of 235 mg/dl. According to reporter, pt was not transported to the hosp for additional treatment. Pt's current condition: "feeling much better." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.